Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip was frayed and the insulation was coming off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. The silicone insulation on the cold jaw was torn away from the tip till the "midlenght" of the jaw and was detached from the tip. It remained attached at the base of the jaw. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw. Specific actions for this failure mode are being maintained and documented in maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip was frayed and the insulation was coming off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.